Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had developed staph on their back when the device had been explanted. The explant was reportedly an emergency explant as the day they found staph, they had to explant because it had spread within an hour. It was reported the infection and explant occurred on (B)(6) 2015, which was inconsistent with previously reported (B)(6) 2015 date.

Event description:
It was reported that the patient had an unknown type of infection at the pocket site of their implantable neurostimulator (ins) and was to have the device explanted on (B)(4) 2015. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4), product type: recharger.